Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device prompts device service required with pad-pak expiry of 2023. No patient involvement.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 28th october 2015. The device was reported to have issued a ¿device service required¿ prompt during a patient-involved event. As per the clinical statement, the patient presented pulseless electrical activity (pea), a non-shockable rhythm. The device advised no shock throughout the event and was powered off by the user during the third CPR cycle, issuing ¿device service required¿ on shutdown, as per the reported fault. The fault was confirmed upon receipt at heartsine, where it was observed that the device was failing the rtc tick test. The failure was attributed to a severely depleted bt1 coin cell, which had resulted in the pad clock failing to increment and displaying a nonsensical date, as the coin cell powers the rtc. Furthermore, the failure had resulted in the absence of the status led, as the coin cell also powers the logic circuitry for the status leds. No fault was found on the pcba that would have resulted in the depletion of the coin cell. The rtc/led drive circuitry was scrutinized to identify a potential source of high current drain on the coin cell, with no measurable fault identified. Upon replacing the coin cell, the device was left in the humidity chamber at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. No significant change in the coin cell voltage was observed after this stress testing. Furthermore, the pad clock incremented throughout this time and not desynchronize. This would indicate that the reported fault was due to a failure of the coin cell. Information from the history log showed that the two rtc faults occurred after the 11th june 2016, therefore it is assumed that the coin cell had failed after this date. An rtc fault is not a critical failure and does not affect the device¿s ability to deliver therapy, as the device delivered the full shock sequence during the investigation. Furthermore, the device did deliver therapy during the reported event. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
Device prompts device service required with pad-pak expiry of 2023. No patient involvement.